Event description:
Customer reported receiving a sensor error message "10 minutes" six days after applying the adc freestyle libre sensor. Customer further reported experiencing trembling and dizziness and having contact with a healthcare provider who obtained a reading of 31 mg/dl on their device. Customer was diagnosed with hypoglycemia and treated with glucose (route of administration unknown). There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The device history record (DHR) was reviewed for the sensor kit associated with this issue. Based on the DHR, it was determined that this unit was manufactured and rejected at the sensor kit packaging line by the third party manufacturer (tpm). The DHR review found that the product was rejected due to non-functional defects during the packaging process, which would not impact the performance of the device and would not cause the issue reported in this case. There is no indication in the DHR of any product defects which could cause the issues described. This product was rejected during the manufacturing process and was not released for distribution by the tpm. This was investigated by the tpm and appropriate corrective actions have been initiated. A risk evaluation was performed by adc in order to determine the risk to the end-user associated with this issue, and the overall risk index for this issue was determined to be low. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving a sensor error message "10 minutes" six days after applying the adc freestyle libre sensor. Customer further reported experiencing trembling and dizziness and having contact with a healthcare provider who obtained a reading of 31 mg/dl on their device. Customer was diagnosed with hypoglycemia and treated with glucose (route of administration unknown). There was no report of death or permanent impairment associated with this event.